Event description:
It was reported that the implantable pulse generator (ipg) experienced a lock up of the measurement circuitry; the device presented at vvi and displayed the eri message. The longevity estimate, however, was 9.5 to 12 years. The device was reprogrammed to dual chamber mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The analyst noted a false elective replacement indicator (eri) due to measurement system lock-up. The false eri was cleared by a programmer with updated software.